Event description:
The customer returned the Uretero-Reno Fiberscope to the service center for evaluation related to a separate issue. During testing, the service repair technician identified the device had dirt in the field of view. There was no patient involvement.

Manufacturer narrative:
The device was returned to Olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: Contamination of Device by Foreign Material from EnvironmentShould additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. The date of the reported event is unknown. If additional information becomes available, a supplemental report will be submitted.This MDR was submitted during the system outage from July 22, 2026 to July 27, 2026 which may result in a delay of receipt of all of the acknowledgements.